Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, when not menstruating, pain") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. A57122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, feeling cold, sweating increased palms, malaise, menometrorrhagia, drug allergy, nabothian cyst, inflammation, adenomyosis, thyroid disorder since (B)(6) 2015, eyelid twitching and photophobia. Concomitant products included medroxyprogesterone and medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraine headaches, migraines / headaches"), rash ("rashes, rashes or skin conditions type: skin rashes") with pruritus, fatigue ("fatigue"), vision blurred ("vision/eye problems type: blurry vision"), headache ("migraines / headaches") and weight fluctuation ("weight gain/ loss (specify which one)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("worsening of thyroid condition"), the first episode of abdominal pain ("severe lower abdominal pain, when not menstruating"), menorrhagia ("heavy bleeding during menstruation, abnormally long menses, abnormal bleeding (vaginal, menorrhagia)"), menstruation irregular ("irregular menstrual cycles"), the second episode of abdominal pain ("severe abdominal cramping, when not menstruating"), back pain ("worsening of back pain, when not menstruating"), libido decreased ("hypoactive sexual desire"), weight increased ("inexplicable weight gain"), mood swings ("mood swings"), amnesia ("short term memory loss"), dysgeusia ("metallic taste in mouth"), musculoskeletal pain ("musculoskeletal pain"), vaginal infection ("vaginal infection") with vaginal discharge, arthralgia ("joint pain"), pain ("body aches") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation, dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to nickle, nickel allergy"). The patient was treated with ibuprofen, naproxen and surgery (on (B)(6) 2015 total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, thyroid disorder, dysmenorrhoea, menorrhagia, menstruation irregular, the last episode of abdominal pain, back pain, dyspareunia, libido decreased, weight increased, alopecia, nausea, migraine, mood swings, amnesia, dysgeusia, musculoskeletal pain, rash, vaginal infection, fatigue, arthralgia, pain, vision blurred, procedural pain, vaginal haemorrhage, allergy to metals, headache and weight fluctuation outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal pain, nausea, pain, pelvic pain, procedural pain, rash, thyroid disorder, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: within a few months of having essure implanted, plaintiff began experiencing symptoms. Despite treatment, symptoms did not improve. Since her removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: back pain, weight increased, alopecia, fatigue, nausea, headache, abdominal pain, mood swings, migraine headache. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: new reporters, patient demographic information, product onset date, indication updated, lot no, treatment and concomitant medications, new events vaginal haemorrhage, allergy to metals, headache and weight fluctuation added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, when not menstruating, pain') and autoimmune disorder ('autoimmune disorder') in a 35-year-old female patient who had essure (batch no. A57122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: synthroid from (B)(6) 2012 to (B)(6) 2013 and robaxin from 2003 to 2004. Concurrent conditions included thyroid disorder since (B)(6) 2015, nickel sensitivity since 1985, obesity, feeling cold, sweating increased palms, malaise, menometrorrhagia, allergic reaction to analgesics, nabothian cyst, inflammation, adenomyosis, eyelid twitching and photophobia. Concomitant products included medroxyprogesterone and medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraine headaches, migraines / headaches"), rash ("rashes, rashes or skin conditions type: skin rashes") with pruritus, fatigue ("fatigue"), vision blurred ("vision/eye problems type: blurry vision"), headache ("migraines / headaches") and weight fluctuation ("weight gain/ loss (specify which one)") and was found to have weight increased ("inexplicable weight gain/ weight gain"). In 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("worsening of thyroid condition"), lower abdominal pain ("severe lower abdominal pain, when not menstruating/ abdominal pain"), menstruation irregular ("irregular menstrual cycles/ menstrual problems"), cramp in lower abdomen ("severe abdominal cramping, when not menstruating"), back pain ("worsening of back pain, when not menstruating"), libido decreased ("hypoactive sexual desire"), mood swings ("mood swings"), amnesia ("short term memory loss"), dysgeusia ("metallic taste in mouth"), musculoskeletal pain ("musculoskeletal pain"), vaginal infection ("vaginal infection") with vaginal discharge, arthralgia ("joint pain") and pain ("body aches"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe pain during menstruation, dysmenorrhea (cramping)"), menorrhagia ("heavy bleeding during menstruation, abnormally long menses, abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to nickle, nickel allergy") and dizziness ("dizziness"). The patient was treated with ibuprofen, naproxen and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, lower abdominal pain, back pain, migraine, musculoskeletal pain, rash, fatigue, arthralgia, pain and dizziness had resolved, the autoimmune disorder, thyroid disorder, dysmenorrhoea, menorrhagia, menstruation irregular, cramp in lower abdomen, dyspareunia, libido decreased, weight increased, alopecia, nausea, mood swings, amnesia, dysgeusia, vaginal infection, procedural pain, vaginal haemorrhage, allergy to metals, headache and weight fluctuation outcome was unknown and the vision blurred was resolving. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, lower abdominal pain, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal pain, nausea, pain, pelvic pain, procedural pain, rash, thyroid disorder, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, weight increased and cramp in lower abdomen to be related to essure. The reporter commented: within a few months of having essure implanted, plaintiff began experiencing symptoms. Despite treatment, symptoms did not improve. Since her removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: back pain, weight increased, alopecia, fatigue, nausea, headache, abdominal pain, mood swings, migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: outcomes of events -skin rashes, migraines, dizziness, blurry vision, fatigue, joint pain, pain were added. Historical drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, when not menstruating, pain") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. A57122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, feeling cold, sweating increased palms, malaise, menometrorrhagia, allergic reaction to analgesics, nabothian cyst, inflammation, adenomyosis, thyroid disorder since (B)(6) 2015, eyelid twitching and photophobia. Concomitant products included medroxyprogesterone and medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraine headaches, migraines / headaches"), rash ("rashes, rashes or skin conditions type: skin rashes") with pruritus, fatigue ("fatigue"), vision blurred ("vision/eye problems type: blurry vision"), headache ("migraines / headaches") and weight fluctuation ("weight gain/ loss (specify which one)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("worsening of thyroid condition"), abdominal pain ("severe lower abdominal pain, when not menstruating"), menorrhagia ("heavy bleeding during menstruation, abnormally long menses, abnormal bleeding (vaginal, menorrhagia)"), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("severe abdominal cramping, when not menstruating"), back pain ("worsening of back pain, when not menstruating"), libido decreased ("hypoactive sexual desire"), weight increased ("inexplicable weight gain"), mood swings ("mood swings"), amnesia ("short term memory loss"), dysgeusia ("metallic taste in mouth"), musculoskeletal pain ("musculoskeletal pain"), vaginal infection ("vaginal infection") with vaginal discharge, arthralgia ("joint pain"), pain ("body aches") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation, dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to nickle, nickel allergy"). The patient was treated with ibuprofen, naproxen and surgery (on (B)(6) 2015 total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, thyroid disorder, abdominal pain, dysmenorrhoea, menorrhagia, menstruation irregular, abdominal pain lower, back pain, dyspareunia, libido decreased, weight increased, alopecia, nausea, migraine, mood swings, amnesia, dysgeusia, musculoskeletal pain, rash, vaginal infection, fatigue, arthralgia, pain, vision blurred, procedural pain, vaginal haemorrhage, allergy to metals, headache and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal pain, nausea, pain, pelvic pain, procedural pain, rash, thyroid disorder, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: within a few months of having essure implanted, plaintiff began experiencing symptoms. Despite treatment, symptoms did not improve. Since her removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: back pain, weight increased, alopecia, fatigue, nausea, headache, abdominal pain, mood swings, migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, when not menstruating") and autoimmune disorder ("autoimmune disorder") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("worsening of thyroid condition"), the first episode of abdominal pain ("severe lower abdominal pain, when not menstruating"), dysmenorrhoea ("abnormally severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation, abnormally long menses"), menstruation irregular ("irregular menstrual cycles"), the second episode of abdominal pain ("severe abdominal cramping, when not menstruating"), back pain ("worsening of back pain, when not menstruating"), dyspareunia ("pain during intercourse"), libido decreased ("hypoactive sexual desire"), weight increased ("inexplicable weight gain"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraine headaches"), mood swings ("mood swings"), amnesia ("short term memory loss"), dysgeusia ("metallic taste in mouth"), musculoskeletal pain ("musculoskeletal pain"), rash ("rashes") with pruritus, vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), arthralgia ("joint pain"), pain ("body aches") and vision blurred ("blurry vision"). The patient was treated with surgery (on (B)(6) 2015 total hysterectomy and bilateral salpingectomy). On (B)(6) 2015, the patient experienced procedural pain ("painful procedure"). Essure was withdrawn. At the time of the report, the pelvic pain, autoimmune disorder, thyroid disorder, first episode of abdominal pain, dysmenorrhoea, menorrhagia, menstruation irregular, second episode of abdominal pain, back pain, dyspareunia, libido decreased, weight increased, alopecia, nausea, migraine, mood swings, amnesia, dysgeusia, musculoskeletal pain, rash, vaginal infection, fatigue, arthralgia, pain, vision blurred and procedural pain outcome was unknown. The reporter considered pelvic pain, autoimmune disorder, thyroid disorder, the first episode of abdominal pain, dysmenorrhoea, menorrhagia, menstruation irregular, the second episode of abdominal pain, back pain, dyspareunia, libido decreased, weight increased, alopecia, nausea, migraine, mood swings, amnesia, dysgeusia, musculoskeletal pain, rash, vaginal infection, fatigue, arthralgia, pain, vision blurred and procedural pain to be related to essure. The reporter commented: within a few months of having essure implanted, plaintiff began experiencing symptoms. Despite treatment, symptoms did not improve. Since her removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a few months began experiencing severe pelvic pain , when not menstruating and autoimmune disorder. Essure was removed via total hysterectomy and bilateral salpingectomy, approximately 2.5 years after insertion. Severe pelvic pain , when not menstruating is an anticipated event in the reference safety information for essure, autoimmune disorder is unanticipated. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the event severe pelvic pain when not menstruating, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Event autoimmune disorder was assessed as unrelated to essure, given its pathophysiology and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, when not menstruating, pain") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. A57122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, feeling cold, sweating increased palms, malaise, menometrorrhagia, allergic reaction to analgesics, nabothian cyst, inflammation, adenomyosis, thyroid disorder since (B)(6) 2015, eyelid twitching, photophobia and nickel sensitivity since 1985. Concomitant products included medroxyprogesterone and medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraine headaches, migraines / headaches"), rash ("rashes, rashes or skin conditions type: skin rashes") with pruritus, fatigue ("fatigue"), vision blurred ("vision/eye problems type: blurry vision"), headache ("migraines / headaches") and weight fluctuation ("weight gain/ loss (specify which one)") and was found to have weight increased ("inexplicable weight gain/ weight gain"). In 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant), thyroid disorder ("worsening of thyroid condition"), abdominal pain ("severe lower abdominal pain, when not menstruating/ abdominal pain"), menstruation irregular ("irregular menstrual cycles/ menstrual problems"), abdominal pain lower ("severe abdominal cramping, when not menstruating"), back pain ("worsening of back pain, when not menstruating"), libido decreased ("hypoactive sexual desire"), mood swings ("mood swings"), amnesia ("short term memory loss"), dysgeusia ("metallic taste in mouth"), musculoskeletal pain ("musculoskeletal pain"), vaginal infection ("vaginal infection") with vaginal discharge, arthralgia ("joint pain") and pain ("body aches"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe pain during menstruation, dysmenorrhea (cramping)"), menorrhagia ("heavy bleeding during menstruation, abnormally long menses, abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to nickle, nickel allergy") and dizziness ("dizziness"). The patient was treated with ibuprofen, naproxen and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the autoimmune disorder, thyroid disorder, abdominal pain, dysmenorrhoea, menorrhagia, menstruation irregular, abdominal pain lower, back pain, dyspareunia, libido decreased, weight increased, alopecia, nausea, migraine, mood swings, amnesia, dysgeusia, musculoskeletal pain, rash, vaginal infection, fatigue, arthralgia, pain, vision blurred, procedural pain, vaginal haemorrhage, allergy to metals, headache, weight fluctuation and dizziness outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal pain, nausea, pain, pelvic pain, procedural pain, rash, thyroid disorder, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: within a few months of having essure implanted, plaintiff began experiencing symptoms. Despite treatment, symptoms did not improve. Since her removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. Concerning the injuries in the case, the following ones were described in patient's medical records: back pain, weight increased, alopecia, fatigue, nausea, headache, abdominal pain, mood swings, migraine headache quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-mar-2019: pfs received : event added: dizziness. Outcome for the event pelvic pain was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a few months began experiencing severe pelvic pain , when not menstruating and autoimmune disorder. Essure was removed via total hysterectomy and bilateral salpingectomy, approximately 2.5 years after insertion. Severe pelvic pain , when not menstruating is an anticipated event in the reference safety information for essure, autoimmune disorder is unanticipated. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the event severe pelvic pain when not menstruating, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Event autoimmune disorder was assessed as unrelated to essure, given its pathophysiology and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.